Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported connector anomaly was confirmed in the laboratory. Analysis found that the atrial set screw could not enter the connector block far enough to secure the lead.

Event description:
It was reported that during implant, the lead was not able to be secured by the setscrew in the header of the device. The device was replaced.